Event description:
This is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of device. Failure event observed during analysis. Final analysis found that a partial lead was returned. Insulation degradation was found at 4.7 cm from the connector pin. (B)(4). (B)(6).